Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. The pace/sense portion of the lead was replaced and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D154awg implantable cardioverter defibrillator (ICD) 2008-(B)(6), 5076 implantable pacing lead 2008-(B)(6). (B)(4).